Event description:
During follow-up, a high capture threshold was observed on the right ventricular lead. Diagnostic imaging was performed and revealed a cardiac perforation. The lead was explanted and replaced and the patient was stable following the procedure.